Event description:
A 6 year-old girl, was originally implanted on april 16, 1996. Her clarion system functioned normally from the time of implantation until sometime during the latter part of august, 1998. According to info rec'd from the implant center, pt began experiencing problems with intermittent lock during august, 1998. The circumstances leading up to the event are unk at this time; however, testing conducted at the ctr confirmed that link could not be achieved between the implanted device and the external equipment. Explantation/reimplantation took place on september 14, 1998. Pt was reimplanted with another clarion device.